Event description:
During an ercp procedure, the physician was unable to cannulate the cbd (common bile duct) so he used a huibregtse needle knife pappilotome to perform a papillotomy to gain access. After completing the papillotomy, it was reported that the physician was still not able to inject contrast media into the bile duct so the procedure was terminated. Afterwards, when the patient was turned on their back, swelling of their neck and accessory muscles ws noticed. The needle knife was inspected, which revealed that a portion of the needle had been burned off. When compared to a new device, only 1/2 of the needle length was remaining. X-rays taken revealed a perforation of the duodenum. The patient was sent to surgery to repair the perforation.